Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of the procedure was not completed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right lung to treat a tracheal tumor and right atelectasis during a bronchoscopic stent implantation procedure performed on (B)(6) 2026. During the procedure, the stent did not deploy. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.